Event description:
The customer previously reported that additional information and patient involvement was unknown.

Manufacturer narrative:
Device evaluated by manufacturer, h6. Health impact, evaluation codes and h10: updated. One device was received. Visual inspection noted a damaged tank cover. The device leaked during functional testing confirming the complaint. A root cause was due to dropping the device and/or overtightening the tank cover screws by the supplier. A device history record (DHR) review was not performed as the device was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. No action taken due to the age and condition of the device. It was deemed beyond economical repair and scrapped., corrected data: h6. Clinical signs and symptoms or conditions, corrected.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.